Event description:
The device was in use on a pt and the user reported that they heard an air escaping sound, then the display went blank and then the device powered back on briefly, but would perform continuous warn starts. No pt injury.